Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began approximately 3 months ago when she obtained blood glucose readings of ¿189 and 139mg/dl¿ using the subject meter which she felt were elevated compared to her feelings and/or usual results. The patient stated that she does not take any diabetes medications, and reportedly continued with her usual diabetes management routine in response to the reported issue. The patient stated that she developed symptoms of ¿dizzy, weak, very nervous, really shaky hands and headache¿ 2 to 3 hours after the alleged issue began and denied receiving any form of medical intervention in response to the reported event. At the time of troubleshooting, the csr noted that the meter was set to the correct unit of measure and the test strips being used were stored correctly and within expiry. The csr noted that the patient did not have control solution available. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.